Event description:
It was reported from switzerland that during service and evaluation, it was determined that the turn knob of the battery oscillator device had detached from the from the device. It was noted in the service order that the device was not gripping the blades and was unable to be used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the device was not gripping the blades and could not be used was confirmed. An assessment was performed and it was identified that the turn knob detached from the handpiece. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check the function of the device, it was determined that the cause for detached turn knob of the handpiece is a confirmed design error and is covered under a CAPA. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).